Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric optic and the lens would not unfold in the patient's eye. The lens was removed and another same model lens was implanted without any patient injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Results - visual inspection of the returned product showed that the lens was split in half and there was a clear surgical residue on the lens.